Event description:
The customer reported via phone call that they received a weak battery, and battery out limit alarm during the bolus procedure. It was stated that they use energizer and duracell batteries. The customer's blood glucose reading was 252 mg/dl. The insulin pump began to alarm during the call after changing the battery. The customer attempting battery out limit troubleshooting when the insulin pump started scrolling and the buttons stopped working. There were no significant events prior to the issues. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. Troubleshooting for the alarm was not completed. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No failed battery test, battery out limit alarm or weak battery alarm was noted. All operating currents were within specification and the insulin pump passed the self test and the displacement test. The insulin pump had intermittent up and down arrow button response due to moisture damage on the keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.